Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine implant procedure it was noted that the lead could not be fixed when it was placed in the right atrium. The helix was not freely retractable. Several attempts were made but failed. The lead was exchanged and a new lead implanted successfully. There were no adverse consequences, the patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event was isolated to the stretched helix in the helix region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.